Manufacturer narrative:
Additional information: d9/h3 h3 other text : customer discarded product

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No delay, no medical intervention and no adverse consequences.

Event description:
The user facility reported, the housing broke during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No delay, no medical intervention and no adverse consequences.